Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not irrigating the incision site, not using antibiotics pre-operatively, not prepping the skin before the procedure, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the patient has contraindicating conditions including multiple illnesses and active general infections. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is may be related to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).

Event description:
The patient reported redness and swelling at the incision site. Cultures were obtained and the patient was placed on antibiotics. The stimulators were explanted on (B)(6) 2021 and the patient was referred to wound care for further treatment.